Event description:
It was reported there was ¿hinge lock cover, damaged battery¿. There was unknown patient involvement. Analysis of device found damaged downstream occlusion (dso) seal and damaged battery compartment.

Manufacturer narrative:
E1: address (B)(6). H3: one device was returned for evaluation. Initial reason for complaint was "hinge lock cover, damaged battery." Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of device found damaged downstream occlusion (dso) seal, and damaged battery compartment. The battery compartment was replaced to correct the initial reason for complaint. The dso seal was replaced.